Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for two patients. The following data was provided (customer¿s normal range is <14 ng/l): sample ID (B)(6), 71-year-old male, initial result, on 12jul, was 359, repeat was 6.5, repeat, on another analyzer, was 7 ng/l. The patient was recollected, under sample ID (B)(6), and the result was 6.5 ng/l. The patient was recollected again, under sample ID (B)(6), and the result was 7 ng/l. Sample ID (B)(6), 19-year-old male, initial result, on 26jul, was <4 ng/l. The patient was recollected, under sample ID (B)(6), initial result was 55.1, repeat, on another analyzer, was <4 ng/l. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for two patients. The following data was provided (customer¿s normal range is <14 ng/l): sample ID (B)(6), 71-year-old male, initial result, on (B)(6), was 359, repeat was 6.5, repeat, on another analyzer, was 7 ng/l. The patient was recollected, under sample ID (B)(6), and the result was 6.5 ng/l. The patient was recollected again, under sample ID (B)(6), and the result was 7 ng/l. Sample ID (B)(6), 19-year-old male, initial result, on (B)(6), was <4 ng/l. The patient was recollected, under sample ID (B)(6), initial result was 55.1, repeat, on another analyzer, was <4 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I stat highly sensitive troponin-I result on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the fsr found the sample alnty pptr probes, list number 03r96-01, needed to be replaced which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.